Event description:
Allegedly, tip broken.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will amended when the investigation is complete. This is the same event as 1043534-2007-00188.